Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer reference number:1627487-2021-17190. It was reported that the patient did not like the feeling of the stimulation and felt like patient did not experience much pain relief. As such, the patient did not use the system. In turn, surgical intervention took place on (B)(6) 2021 wherein the system was explanted to address the issue.